Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was diagnosed with (B)(6) aureus pocket infection. Additional vegetation was observed on the right ventricular lead. The entire implantable cardioverter defibrillation system was extracted and the rv lead underwent vegetation debulking prior to the extraction. The patient was stable post procedure.